Event description:
As reported by the user facility: under infusion: customer states, "the pump was programmed to infuse at 700ml/hr, it took twice as long as it should have. The pump was switched out without any additional problems. No patient injury. Reference MFR # 9610826-2013-00044.